Event description:
The nurse (cnra) was pulling medications from the acudose. After each medication was processed, it would take 3-5 minutes between every dispense. After the 3rd dispense, the machine was pulled out of the room and replaced with a different cart and the dispense process was resumed as expected.